Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device involving a thermal product malfunction. The service center received information alleging pca and modem were burned. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation, it was found that the pca and modem were burned. The device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If pertinent information becomes available to the manufacturer at a later date, a final report will be filed.